Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the likely cause of this issue was deemed user error, spheres were not attached to probe properly according to site neuro coordinator.

Manufacturer narrative:
B5: additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585, version: 3.0.2. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that during the case there were issues tracking the passive planar instrument. The non-sterile passive planar probe was able to be verified with no issue, but when navigating the sterile instrument, the passive planar was not navigating. The site would see nothing tracking when a passive planar probe was brought into view until they re-centered the image. The probe was then able to be seen in the tracking view and the site was able to verify the instrument. This behavior was consistent using two different passive planar probes. It was noted that all other instruments tracked and navigated as intended. There was a less than 1 hour delay to the procedure and no impact to patient outcome as a result of this issue.